Event description:
It was reported that the tip was fractured. The target lesion was located in the right coronary artery. A 300cm j luge guidewire was selected for use. The lesion was successfully treated. However, the wire was fractured at the distal tip upon removal from the lesion. The wire was removed in one piece, but was observed to be fractured. The procedure was completed with another wire. There were no patient complications reported.